Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, dyspareunia, incontinence, recurrent bladder prolapse, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion of the mesh, the patient experienced pain, urinary problems, recurrence, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4) ¿urinary problems; undefined recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele, and uterine prolapse. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent lap. Supracervical hysterectomy, bso, sacral colpopexy on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center ((B)(6)) due to complete uterovaginal prolapse. (Per operative report)

Event description:
It was reported that patient underwent lap. Supracervical hysterectomy, bso, sacral colpopexy on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center ((B)(6)) due to complete uterovaginal prolapse. (Per operative report)